Event description:
It was reported that balloon rupture occurred. A 2.50mm x 20mm emerge balloon catheter was advanced for dilation. However, during procedure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The balloon ruptured during the second inflation at 14 atmospheres for 15 seconds. Neither the balloon nor a segment of the balloon detached inside the patient after it ruptured. The patient condition was good post-procedure.

Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 20mm emerge balloon catheter was advanced for dilation. However, during procedure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The balloon ruptured during the second inflation at 14 atmospheres for 15 seconds. Neither the balloon nor a segment of the balloon detached inside the patient after it ruptured. The patient condition was good post-procedure.

Manufacturer narrative:
B5: describe event or problem: updated. Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. Visual inspection revealed no damage or irregularity. There was contrast present in the inflation lumen and the balloon was tightly folded. There was blood in the guidewire lumen. A 15mm longitudinal tear 13mm proximal from the tip of the device was found.